Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, issues were observed with the function of the left and right navigation buttons. The device's front panel pca was replaced to address the issue.